Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old (B)(6) female patient underwent a breast augmentation revision with mentor memorygel 500cc silicone breast implants which bilaterally ruptured after implantation. Patient felt implants to be odd and felt strange and on (B)(6) 2019 doctor performed a physical exam and advise bilateral rupture. As a result patient have them removed on (B)(6) 2019 . This report is for the right side.

Manufacturer narrative:
Device was received on (B)(6) 2019. Additional information received on (B)(6) 2019, indicated that the patient also had bilateral issue with capsular contractures. As a result patient underwent bilateral removal and replacement with another mentor saline devices. Right-device evaluation completed on (B)(6) 2019: during analysis of the sample some creases were observed in the anterior view and one of them was extending to the posterior view, also a shell abrasion were noted within crease in the posterior view. Leak testing was performed and it revealed a tear within crease and shell abrasion, measuring approximately less than 0.1 cm . No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).